Event description:
It was reported that 69 days after implantation of a 2.50x24 mm taxus express2 drug eluting stent, an in-stent restenosis occirred. During the intial procedure, the target lesion was located in the posterior descending artery (pda). A pre-intervention stenosis of 95% as reported for the pda. A 2.50x24 mm taxus stent was deployed in the pda. A post-intervention stenosis of 0% was rpeorted. No information was reported concerning vessel tortuosity or calcification or pt medications. The pt was rpeorted to have tolerated the procedure well. The pt presented 69 days after the initial procedure with a 90% in-stent restenosis in the pda with a timi grade 1 flow. A 2.75x32 mm taxus stent was deployed in the pda. A post-intervention stenosis of 0% was reported. The pt was reported to have tolerated the procedure well.